Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that six years following intraocular lens (iol) implant surgery, glistenings were observed. A slight decrease in visual acuity was also noted; the cause is unknown. Additional information has been requested but not received to date.